Event description:
It was reported the battery was unable to hold a full charge for longer than 24 hours. The patient had to charge their system daily and it would completely discharge from full charge during routine daily use. Device interrogation/device data was normal for this patient. The event was noted as ongoing. Additional information reported that the estimated replacement indicator was not present with device interrogation. Additional information reported the device was explanted and replaced. The event was noted as resolved without sequelae.

Event description:
Additional information reported the battery depletion was normal.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v119703, implanted: (B)(6) 2008, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-56, lot # v119703, implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the relatedness was "other component type: not related."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. It was noted that the performance of the field returned cell well matched the lab data and the capacity fade model. It was noted that the cycling performance of the cell should be deemed as normal and the shorter recharger interval of the device after being implanted for 7.82 years was due to a normal fade of battery capacity over time. The ins discharged from full charge to lock mode after 217 hours and 49 minutes which is slightly under the expected time of 10.4 days +/- 10% (224.6 to 274.6 hours) based on previous measurements with known new, good devices. The device was implanted for 93.8 months. The faster than expected discharge rate of this ins is likely the result of the age of the battery.